Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet pressure (ip) was sporadic due to an air leak. The arctic sun device would not cool.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to air leak at t3 connector. Fmea (B)(4) rev 23 was reviewed for this investigation. The reported event is addressed in step #ra117. Based on this review the risk is within the expected range. The instructions-for-use under baw28-000770-00 rev 9, baw2800172 rev 1 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the inlet pressure (ip) was sporadic due to an air leak. The arctic sun device would not cool.